Manufacturer narrative:
The rear cab panel was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Visual inspection of assembly notes retaining clamp to hold umbilical in place is missing from the assembly. Eval code method associated with this analysis eval code result associated with this analysis eval code conclusion associated with this analysis then manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the bulkhead was replaced, no issues noted with repair. The system checkout was performed and was completed with no issues noted. Eval code method associated with this analysis eval code result associated with this analysis eval code conclusion associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The cable assay was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed. The part was returned unused. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the rear panel cabinet was returned for analysis and is under investigation at this time. Eval code method 10 is associated with this analysis eval code result 3233 is associated with this analysis eval code conclusion 4315 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) and image acquisition system (ias) were having connection problems. The piece holding the umbilical into the ias was broken. No patient was present at the time of the event.